Event description:
It was reported that a malfunction occurred on the pump, identified with code malf 6. There was no adverse impact to the customer's blood glucose level. The customer did not report any notable events before the malfunction and was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappears.